Manufacturer narrative:
Concomitant products: 310c33 tissue valve implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead exhibited short v-v intervals, increased impedance and cannot confirm capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.